Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy irregular periods') and menstruation irregular ('irregular periods') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle spasms ("spasms") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (novasure ablation in 2010). At the time of the report, the menorrhagia, menstruation irregular, arthralgia, muscle spasms, fatigue and weight decreased outcome was unknown. The reporter considered arthralgia, fatigue, menorrhagia, menstruation irregular, muscle spasms and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy irregular periods') and menstruation irregular ('irregular periods') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), spasms ("spasms"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), arthritis ("steroid injection in almost every joint"), alopecia ("hair loss"), muscle spasm ("muscle spasm") and vitamin d deficiency ("low vitamin d") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (novasure ablation in 2010). At the time of the report, the menorrhagia, menstruation irregular, arthralgia, spasms, fatigue, weight decreased, fibromyalgia, arthritis, alopecia, muscle spasm and vitamin d deficiency outcome was unknown. The reporter considered alopecia, arthralgia, arthritis, fatigue, fibromyalgia, menorrhagia, menstruation irregular, spasms, vitamin d deficiency, weight decreased and muscle spasm to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: fibromyalgia, arthritis ,alopecia, muscle spasms,vitamin d deficiency and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('heavy irregular periods') and menstruation irregular ('irregular periods') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle spasms ("spasms") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (novasure ablation in 2010). At the time of the report, the menometrorrhagia, menstruation irregular, arthralgia, muscle spasms, fatigue and weight decreased outcome was unknown. The reporter considered arthralgia, fatigue, menometrorrhagia, menstruation irregular, muscle spasms and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.